Event description:
It was reported that during a colectomy procedure, the blade broke. A like device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.